Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a loss of power to the mobile power unit (mpu) was confirmed via analysis of the submitted log files. The mpu (serial number: (B)(6)) was not returned for analysis; however, log files were submitted and data was reviewed. On 27dec2025 low power hazard and power cable disconnect alarms were active, consistent with a loss of external power while connected to the mpu. The backup battery supported the system as intended during the loss of external power. The alarm resolved when external power to the mpu was restored. No other notable alarms were observed. The loss of external power did not affect the controller¿s ability to operate the pump as intended. Additional provided information stated that the mpu has the v-lock connector for the ac power cord, the mpu would not be exchanged or removed from service, the mpu would not be returned for analysis, and it is unknown whether the power cord came loose from the wall outlet or the back of the unit. The root cause of the reported event could not be conclusively determined through this analysis. The relevant sections of the device history records for the mobile power unit (serial number: (B)(6)) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log file review was requested which revealed low power hazard and power cable disconnect events on (B)(6) 2025 while the patient was on mobile power unit (mpu) power due to power the mpu being interrupted. The mpu was noted to have a v-lock connector. The mpu was not removed from service.